Event description:
On (B)(6) 2013, it was reported that there was a high impedance situation. The device output current was disabled, and the patient was referred for surgery. X-rays were taken but have not been provided. There was no patient manipulation or trauma that was believed to have caused or contributed to the high impedance. The patient underwent full revision on (B)(6) 2013. Upon opening the neck incision, the surgeon found that an electrode was broken. The explanted devices have not been returned. Review of programming history shows that previous diagnostics from (B)(6) 2011 were within normal limits. The device was disabled on (B)(6) 2013 and then programed back on to 0.25 ma.

Manufacturer narrative:
Analysis of programming history. Device failure occurred but did not cause or contribute to a death or serious injury.